Manufacturer narrative:
(B)(4). Date of event: unknown as information was not provided. Brand name: unknown as information was not provided. Catalog # unknown as information was not provided but referred to as a cook celect filter. Lot# unknown as information was not provided. Expiration date unknown as lot# is unknown. As catalog # is unknown it could be either k061815, k073374, k090140, k112119, k121057 or k121629 device manufacture date: unknown as lot# is unknown. Summary of investigational findings: the complaint provides information on a thrombus in the distal posterial tibial vein and lower extremity pain and swelling one week after filter was placed. There is no indication that this relates to the filter, and there is no indication that any adverse event has occurred due to the celect filter. Lot and rpn are unknown but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue for monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012 from the (B)(6) medical center". Additional information received 09apr2016: per the limited medical records provided by [pt], on (B)(6) 2012 a CT was performed and showed approx. 6.5 cm wide x 12 cm in length right rectus sheath hematoma w/o sign of active extravasation of IV contrast. On (B)(6) 2012 the filter was placed using a seldinger technique, a 6-french delivery sheath was inserted over a j-tip wire into the level of the inferior vena cava bifurcation. An inferior vena caval angiogram was also performed. The celect vena cava filter was inserted and deployed in the distal inferior vena cava. On (B)(6) 2012 the [pt] was admitted into the ER with lower extremity pain and swelling. A right lower extremity venous doppler ultrasound was performed and showed a stable exam with thrombus in the distal posterial tibial vein and no extension above the calf. [Pt] was discharged on (B)(6) 2012. There is no record showing that the filter was attempted to be retrieved. Patient outcome: unknown.

Manufacturer narrative:
(B)(4). Event date: unknown as information was not provided. Device: unknown as information was not provided. Catalog # unknown as information was not provided but referred to as a cook celect filter. Lotb# unknown as information was not provided. Expiration date unknown as lot # is unknown. Catalog # is unknown it could be either k061815, k073374, k090140, k112119, k121057 or k121629. MFR date: unknown as lot# is unknown. Investigation is still in progress. .

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012 from the (B)(6) medical center." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Unknown if the following patient and device codes are listed in the IFU. Product information not provided. (B)(4). Name and address for importer site: (B)(4). Corrected data based on new information received: adverse event to product problem date of implant to (B)(6) 2012. Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on (B)(6) 2015 as follows: the plaintiff allegedly received the filter implant via right common femoral vein on (B)(6) 2012 due to dvt. Per additional information submitted by the plaintiff, no filter retrieval attempt has occurred as of (B)(6) 2015. The plaintiff alleges device is unable to be retrieved, chest pain, and respiratory issues.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "celect, device is unable to be retrieved; chest pain; respiratory issues". Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported chest pain and respiratory issues are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.